Event description:
It was reported that the ventilator failed pre-use check tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check tests. Our field service engineer investigated the ventilator on site. The o2 sensor test, internal leakage test, flow transducer test and the patient circuit test failed the pre-use check. The control printed circuit board and the o2 sensor were found to be defective and both parts were replaced. After the replacement, the ventilator was returned to the customer in working order for clinical use. The replaced parts were not returned for further investigation as the customer had discarded the defective parts. Therefore, the root cause of the reported problem could not be determined by this investigation.

Event description:
Manufacturers ref: #(B)(4).